Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the clinic with syncope due to loss of ventricular pacing. With isometrics, it was noted that there was a loss of capture. Patient¿s capture threshold was noted to be increased. The lead was reprogrammed and the device was capped. The patient was stable.